Manufacturer narrative:
The reported adverse event was confirmed per clinician review of the provided video. However, as no device was returned for evaluation, the complaint is considered unable to be confirmed as no device issue could be found or assessed. No pra/ scar/ CAPA required at this time. No evidence of an ecv and/or supplier nonconformance was found during the investigation. Risk documentation and labelling were found to be appropriate at this time. A DHR review was performed. Though there were other investigations associated with the lot reported, there was no indication of a supplier nonconformance that would be related to this event/ perforation of a coronary sinus. Labelling was reviewed and found to be adequate in terms of providing instructions and precautions in using the device. Based on the available information, a device issue was unable to be confirmed. The most likely cause of the adverse event/ injury was the mentioned advancement when resistance was felt during placement. The instructions for use include, "warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt...aggressive advancement in an attempt to engage the ostium may result in perforation or other injury." Use error is determined to be the assignable cause for the event. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a coronary sinus rupture/ perforation was potentially related to the use of a proplege device. Per the clinical director, it is believed they went in too far. There was resistance felt and then the resistance went away. They injected a dye shot and found the cs was perforated/ ruptured. The user was placing proplege with a guiding anestisiologist nearby. Proplege was seen via tee entering the coronary ostium and proceding into the coronary sinus. This was confirmed with standard tee views. Fluoroscopy was then used to view a venogram for the pathway into the sinus. The primary user advanced into the sinus and viewed location via fluoroscopy. The balloon was inflated and ventricularization was seen. However, when fluoroscopy was used again to view the inflated balloon (they utilize a 6:1 ratio of heparinized saline and contrast) the other user wanted the balloon to be advanced further into the sinus. The balloon was fully deflated and the primary user tried to advance but felt a resistance. They relaxed pressure and then tried again with success moving forward. The balloon was inflated again and a venogram was done. The live fluoroscopy showed effusion to the paracardiam. They requested for the operative surgeon to view the imaging in order to make a decision of how to move forward. The patient was stable so they removed proplege and waited to view and gauge the amount of effusion. They plan to let the cs heal on its own. The patient woke up fine the same day. It was determined that the procedure could be performed at a later time after the coronary sinus healed sufficiently. The proplege device was discarded.